Manufacturer narrative:
Concomitant medical products: d334drg ICD, implanted: (B)(6) 2013.

Event description:
It was reported that the right ventricular (rv) lead exhibited varying impedance trends on the superior vena cava (svc) coil. The svc coil was programmed off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was capped and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.